Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Information from completed questionnaire received. Original awareness is (B)(6) 2011. New information received (B)(6) 2013.

Event description:
It was reported that during an orif (right humeral medial epicondial) procedure, during insertion of the screw, the screw started to spin and the threads started to unravel. The screw then broke at the thread junction. Surgeon removed the shaft of the screw; however, the threads of the screw remained in the patient bone. The procedure was completed with a 4.mm cancellated screw.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing evaluation visual inspection revealed only the shaft end of the screw was returned. There are visible scratches/rings on the shaft. Visual examination is consistent with reported complaint. Since all the features relevant to this complaint could not be checked and a review of the DHR could not be completed this complaint is indeterminate from a manufacturing standpoint.

Event description:
This report is for file (B)(4).